Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the device activated when the handle was closed and ratcheted even though the activation button was not pressed. There was no pt injury.